Manufacturer narrative:
The operator had noticed the rack and tube were stuck under the cap piercer when he came into the lab. The operator un-jammed and removed the rack and tube, then took off the test tube cap and set it down to do other tasks. While doing so, the operator accidentally grabbed the cap and pierced his finger with the piece of broken blade that was sticking out of the cap. The field service engineer (fse) was dispatched. According to fse, the piece of the blade that cut the operator's finger from the top half of the blade. The returned product was evaluated and the following was noted: inspecting the broken blade and other components, it is visible that the alignment of the cap piercer may not have been done properly and/or the spring mounted on the auto gloss shuttle and the cam follower assembly may have got stuck. The possible cause of the auto gloss shuttle of being stuck is because of the spring that did not compress within the specified time. No instrument test can be performed due to the broken and missing parts. The root cause may be associated with misalignment of the cap piercer and/or broken spring part which may have caused the jamming of the blade. The system is fixed and operational. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
Report received by customer indicated the cap piercer blade had broken off into a tube while the unicel dxc 800 synchron system was operational; consequently the user pierced his left thumb and bled. The operator experienced biohazard exposure and reported to the hospital's emergency room for medical attention. The customer was wearing personal protective equipment (ppe) at the time of the incident. The facility has biohazard control plan in which the user's blood sample was taken to establish a base line, and will be monitored for thee and six months period. It is unknown if the material safety data sheet (msds) was reviewed, however, it is readily available. No reports of death and/or any other injury as a result of the event. The operator is doing well and has gone back to work since the incident.